Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 21:52:20. During night drain cycle one, the patient's ultrafiltration reading was 2132ml, indicating the home patient (hp) drained 2132ml more than their maximum programmed fill volume of 3000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause was determined to be a false empty detect at initial drain and I-drain alarm volume was met. If additional relevant information becomes available, a follow up medwatch will be submitted.